Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that the remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The patient was referred to contact the clinic regarding this alert to evaluate the device. No adverse patient effects were reported. This crtd remains in service. Additional information was received indicating that the red call doctor icon displayed by the remote communicator of this crt-d was attributed to remote monitoring being disabled due to limited battery capacity. The device had reached the explant indicator three months prior. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that the remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The patient was referred to contact the clinic regarding this alert to evaluate the device. No adverse patient effects were reported. This crtd remains in service. Additional information was received indicating that the red call doctor icon displayed by the remote communicator of this crt-d was attributed to remote monitoring being disabled due to limited battery capacity. The device had reached the explant indicator three months prior. Subsequently, this crt-d was explanted due to normal battery depletion. No adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that the remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The patient was referred to contact the clinic regarding this alert to evaluate the device. No adverse patient effects were reported. This crtd remains in service.